Event description:
It was reported that the patient experienced blood glucose (bg) 600mg/dl on the morning of (B)(6) 2011. The patient stated that she experienced nausea, emesis, and rapid heart rate; she confirmed the presence of large ketones according to a home test. The patient reported that she injected insulin per physician's instructions and her bg resolved to 130mg/dl that evening. She said that she remained on a backup plan and did not experience further bg excursions. The patient alleged that the pump did not deliver basal insulin. She reported that the pump did not make any noise to indicate that the basal insulin was being delivered; she stated that the amount of insulin remaining did not decrease on the home screen for basal delivery but decreased on the home screen for bolus delivery. The patient reported that she loaded a new cartridge on the evening of (B)(6) 2011 with about 100 units of insulin. She said that the pump displayed 100 units on the morning of (B)(6) 2011, she left the pump running since that time, and the pump still displayed 100 units on (B)(6) 2011 at the time of the contact. The patient did not confirm the amount of insulin left in the cartridge or the presence of insulin/moisture on the surface where the pump was left. The patient reviewed the pump with customer support and confirmed the following: no suspension between (B)(6) 2011, correctly programmed to deliver basal insulin at the rate of 25.8 units/day, accurate information in the bolus, basal, and total daily dose histories, time/date are correct, and no associated alarms in the history. This complaint is being reported because customer support was unable to confirm or refute the patient's allegation that the bg excursion was related to the use of an insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.